Event description:
It was reported that the device exhibited >1400 ohms ventricular lead impedance. Capture thresholds were 2.25 v, 0.8 ms with sensing at 10 mv. Occasional oversensing was seen on the programmer when the patient was at rest but oversensing was not reproduced with isometric exercises. The output was increased to accommodate the high thresholds. No immediate plans were made for device replacement.